Event description:
It was reported that during a thoracic procedure the device was placed on bronchus, closed then re-positioned. When fired, the cartridge/ housing had not approximated with anvil and was misaligned. Then gun misfired, no evidence of staples in cartridge, as none on/ in patient. The event reconstructed with non-sterile/ clean gun. The procedure was completed with hand suturing.

Manufacturer narrative:
Date sent: 10/01/2007. Information anticipated, but unavailable at this time.